Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first two bands failed to deploy and was then removed. There was no difficulty in setting up the device. The procedure was completed with this device using the remaining bands. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found that all bands were deployed. It was noticed that the ligator head teeth were undamaged and the trip wire was bent in several locations. The trip wire was partially rolled in the handle and there was evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent in several locations due to handling and manipulation of the device during procedure. If slack was present in the trip wire during the procedure, it could cause the suture to move over the ligator teeth during handle rotation, and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first two bands failed to deploy and was then removed. There was no difficulty in setting up the device. The procedure was completed with this device using the remaining bands. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.